Event description:
Complainant alleged that during routine preventative maintenance the device's display was unreadable. Complainant indicated that there was no patient involvement in the reported malfunction.